Event description:
Patient reported via regulatory agency left side "shooting pain in breast" and "swollen lymph nodes". Patient also reported via regulatory agency "tremors", "face flushing", "daily fevers", "joint pain", "ache", "fatigue", "blurred vision", "dry eye", "hair loss", and "gastrointestinal issues"; these are not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.. In response to FDA report number mw 5092314. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via regulatory agency left side "shooting pain in breast" and "swollen lymph nodes". Patient also reported via regulatory agency "tremors", "face flushing", "daily fevers", "joint pain", "ache", "fatigue", "blurred vision", "dry eye", "hair loss", and "gastrointestinal issues"; these are not device related. Device remains implanted.